Event description:
It was reported that one week after the patient's battery was replaced, the patient went to the emergency room (ER) because of worsening pain. At the ER, the patient was placed on vancomycin, and the patient was told there was an infection around the battery. A CT scan and an ultrasound were performed, and they showed there were some inflammatory changes around the battery, but no definite abscess. The patient was transferred to a different facility. After the transfer, the patient was stable and did not have any fever or chills. The patient had pain and itching of her abdominal wall. The incision from the battery replacement was healed and had a "very slight erythema at one end." There was no drainage from the incision, and there was 'some puffiness" in the pocket but no definite fluid collection. The patient's white blood cell counted was tested, and it was normal. The hcp wanted to wait to remove the battery in order to "give every opportunity that she could to see if we can avoid having to remove the battery."

Manufacturer narrative:
(B)(4).